Manufacturer narrative:
Additional narrative: (B)(6). The device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was seized, blocked and running rough. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal use and wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was discovered that the compact air drive device had an unspecified defect. During in-house engineering evaluation, it was observed that the device motor seized, was blocked and running rough. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.